Manufacturer narrative:
Additional lot #: czl16. Device MFR date for lot czl16: 02/14/2006. Eval summary: the results of the investigation indicate that the failure of these devices could not be confirmed as the event was unable to be reproduced. Functional tests were performed and found all the returned devices to be functional. However, this failure is a known failure mode of this device. The width of the locking trigger is not adequate and creates a point contact with the locking teeth. Wear on the locking trigger and/or the locking teeth results in loss of friction at the contact point, which causes the pawl-teeth assembly to lose function, springing the clamp open. The reported devices were mfg before design change was implemented.

Event description:
It was reported that: "multiple surgeon complaints that latches on the patella clamps will not hold."